Manufacturer narrative:
A galil service engineer confirmed the customer complaint of the auto vent valve leaking. Visual inspection showed that desiccant dust in the argon gas dryer (100 cc) had clogged the screen and over pressured the unit outlet screen causing desiccant to be released into the gas stream creating more dust throughout the gas system. The desiccant dust in the area of the auto vent solenoid prevented the solenoid needle from seating, creating the leak.

Event description:
The customer reported that visual ice system vented itself internally as soon as argon gas was turned on. It was found that the system was venting out of the muffler from the auto vent valve on the dryer manifold. Four cases were canceled.